Manufacturer narrative:
Product event summary: analysis confirmed that the programmer's power supply was overheating. It was also found that the keyboard latch was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.